Event description:
It was reported that the customer's insulin pump's screen went blank when the customer attempted to bolus. The customer stated she removed and reinserted the battery an the screen stayed blank. Then, she put a new battery in and received a battery out of limit alarm. The customer's blood glucose level was 110 mg/dl. Standard troubleshooting was performed. The customer stated she did not receive a low battery alert prior to the off no power alert. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.